Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. An event history log review was performed with no abnormalities noted. A service history review revealed no previous service events were related to the reported problem. The visual inspection and functional testing were conducted with no issues found. There was no electrical problem indicated in the logs or during functional testing. All specifications were met. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device had an unspecified electrical fault. There was no patient involvement reported. No additional information is available.